Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the entire system was electively explanted since the patient's ejection fraction had greatly approved. During the explant procedure the physician noticed cracks in the right atrial (ra) lead's insulation. When he attempted to explant the lead, the stylet went through the insulation. The physician had to cut the stylet and laser extract the lead. Upon removal from the patient's body, the ra lead was noted to be fractured. The physician had to go in through the patient's left groin to remove the tip of the lead. No adverse patient effects were reported as a result of the explant procedure.